Event description:
No additional information provided.

Manufacturer narrative:
1. No actual samples and photos are received for the complaint, and the status and composition of the white filamentous foreign matter cannot be identified. 2. DHR/bhr review(lot#3135074): 1) this batch of products were assembled at intima ii auto line 4 in june 2023, and packaged at cfs package line in june 2023. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 3. Check the retained samples of this batch, no similar foreign matters are found. Please see the attached photos. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): since no abnormalities are found in the process and retained samples, further analysis of the defective samples cannot be carried out, and the root cause of the white filamentous foreign matter at the tip of the needle cannot be determined. The complaint is an individual case and the plant will continue to pay attention to such defects.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn had foreign matter the following information was provided by the initial reporter; the patient was admitted to the hospital due to "lower extremity venous thrombosis" on foot, and on (B)(6) 2023:10, he underwent lower extremity venography in the interventional room with doctor's instruction, and was given superficial venous needle puncture to establish venous channel, and when he opened the protective sleeve of the needle, he found that there was a white filamentous foreign body at the tip of the needle, so he was given a replacement of the needle immediately, and the needle was re-punctured, and the venous channel was now fixed and smooth.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.